Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer states the capsule detached to early which they suspect caused the short study. A repeat procedure was recommended.

Manufacturer narrative:
Investigation summary: investigation based on accuview, risk assessment and IFU. A review of the device history record for batch number 33453q, ID (B)(4) indicates the product was released meeting finished product specifications. Accuview graph shows total time of study is 48 hours, full study. The ph starts with normal values. On the second day at 11:22:24pm the ph dropped below 1ph until 6:17:54am and then the ph rose above 8ph value, this indicates that the bravo capsule detached early. No root cause was identified. If information is provided in the future, a supplemental report will be issued.